Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had experienced a loss of stimulation and the stimulation was in the wrong location. The patient reported she was shopping and set her stimulator at 6.6 which was higher for her, usually she kept it as 4, but would sometimes all at once would stop and sometimes it would go back to 4 and sometimes back to 6.6 which she only set it at two weeks prior. She stated it was just doing whatever it wanted to do. She indicated that she had been reprogrammed about 3 or 4 times. At one point she felt stimulation up around her rib, but they turned it down to where it should have been. But it was now felt in her legs and not her lower back and hips where she would like it to be. It was noted that the patient had the adaptive stim on. She also mentioned not having great eyesight so it was possible she might have touched something she was not supposed to.

Event description:
Additional information from the consumer reported the patient notified the physician's office but they did not seem concerned and the patient had not seen the doctor. The manufacturer representative was called to make changes. The loss of stimulation and stimulation in the wrong location had somewhat been resolved. They adjusted the stimulation to a high number and it didn't help much. The consumer did not think it was set correctly and it was still not doing much for them. They also had to charge the battery every day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.